Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly detached from the balloon catheter. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned. A visual inspection found that the proximal end of the balloon had detached from the outer catheter, and the balloon was found to be stuck within the returned introducer sheath. The balloon was not able to be removed from the sheath, however balloon material was found to be prolapsed out of the distal end of the sheath. The inner guidewire lumen was not found to be detached. Therefore, the investigation is confirmed for the reported sheath-related retraction issues as well as confirmed for balloon detachment. The investigation is also confirmed for dislodged marker band, as an examination via x-ray found the proximal marker band to have dislodged distally towards the tip. The investigation is inconclusive for the reported rupture, as the balloon was not able to be removed from the sheath, or inflated due to the balloon detachment. Per the reported event details, the inflated balloon was in contact with a covered stent. It is possible that an interaction between the stent and balloon contributed to the balloon rupture. It is likely that the retraction issues contributed to the balloon detachment and dislodged marker band. However, the definitive root cause for the reported or retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the brachiocephalic artery, the pta balloon allegedly ruptured and was subsequently difficult to retract thru the sheath. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.